Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the pump time was incorrect. Customer continued to use the pump for insulin delivery. Customer's blood glucose was 335 mg/dl.